Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. It was reported that the puncture site was above the inguinal ligament, which represents a precaution in the duett instructions for use, and improper non-occlusive pressure was held at the deployment site. Five days following the deployment, the patient experienced a pseudoaneurysm. Treatment consisted of surgical intervention and was successful. No further complications were reported.